Event description:
Device malfunction: marker lumen blockage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when delivering the device there was no bleedback through the marker lumen. The device was removed and the marker lumen was flushed and re-inserted into the artery, but once again did not demonstrate any bleedback. The device was then removed from the pt intact and a 6fr angioseal was used to achieve hemostasis. No add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.